Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. -(B)(4).

Event description:
It was reported that patient was present at emergency room with complaints of redness, pain and swelling of right knee. Patient was hospitalised for infection evaluation. Patient was not diagnosed with infection, prophylaxis treatment given (abcef 1g IV).

Manufacturer narrative:
Corrections based on new information received